Event description:
It was reported that while performing a pacemaker implantation, high capture threshold was noted on the right ventricular (rv) lead. During repositioning, the helix could not be retracted. The lead was not used, and a new lead completed the implant smoothly. The patient was stable.

Manufacturer narrative:
Correction: section h6, the correct investigation conclusions should have been "unintended use error caused or contributed to event" rather than "conclusion not yet available".

Manufacturer narrative:
The reported events were for helix mechanism issue and high capture threshold. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be partially extended and clogged with blood/tissue. X-ray examination found the inner coil to be over-torqued with four filars of the inner coil broken/separated at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue, blood on the inner coil, over-torqued of the inner col with four filars broken/separated. The reported event of high capture threshold was not confirmed. Electrical test results were within specifications. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.